Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays or unexpected display anomalies were noted during testing. There no signs of screen fogging/cloudiness; the screen remained clear throughout testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of the insulin pump was turned hazy . The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for the analysis.